Event description:
It was reported that when the patient was living in (B)(6) the patient had a better quality of life; he didn¿t drool and had no pain in his left arm. He was going to college and to the gym every day. After the patient had moved to (B)(6) he had to find a new healthcare professional and the new healthcare professional thought botox was better and was telling the patient the device was not working. The healthcare professional had decreased the patient¿s settings and the patient had seen his quality of life decline. The settings were lower at the time of this report and the healthcare professional would not increase them. Patient¿s settings when life was good were 3.1, 150pw, rate 160, continuous mode and 2-3-. Patient¿s current settings were 3+2-, 3.7v, 60pw and 70hz. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, implanted: (B)(6) 2006, product type: lead. Product ID: 64001, lot# n281051, implanted: (B)(6) 2015, product type: adapter. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).